Manufacturer narrative:
Follow up emdr pr (B)(4). The failure mode of foreign matter (hair) was confirmed by the photograph provided by the customer for analysis. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: ns930815, batch no.:1063490. It was reported by the health professional that a hair as found inside the sealed package. Per email: please see the attached photos. We have 2 chlorapreps today with hair inside the sealed package. They are from the same batch, lot # 1063490, exp 02/2024. They obviously could not be used as they were no longer sterile. I will be pulling the rest of them tomorrow to double check them. I have also copied our local bd rep on the email.

Manufacturer narrative:
(B)(4). (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: ns930815. Batch no.:1063490. It was reported by the health professional that a hair as found inside the sealed package.